Manufacturer narrative:
It was reported a failure of the no power alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a controller power up with an associated motor start event on (B)(6) 2016 at 08:04:12 which indicates a previous loss of power due to a disconnection of both power sources. Data logs that cover this date are not available; therefore, power sources before and after this event could not be identified. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Initial testing of the device indicated that the controller was able activate the "no power alarm" when 2 power sources were disconnected. Additional testing was performed and involved exposing the controller to 50 °c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. As a result, the reported event could not be confirmed or duplicated during failure analysis. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site reported that the event was associated with the patient's primary controller.  No issue with the power sources had occurred and the patient did not intentionally disconnect his power source when the event occurred.  The controller was exchanged without consequence to the patient.  The exchange of the device is reported to have resolved the reported issue.  No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the controller's "no power" alarm did not sound.  The controller was exchanged without consequence to the patient.  No further information was provided.